Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system risk analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (04/23/2014 to 10/20/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from november 2013 through october 2014 revealed a significant trend which was addressed through CAPA. The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." No functional analysis was performed as no parts were replaced. The issue has been resolved at the customer facility. No further investigation is necessary at this time. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil return valve was tightened. Unit meets specifications and was returned to service on 10/21/2014.